Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called in to report they are getting a m-02 error on the integrated electro surgical unit (iesu) when powering it on. Caller stated they have tried rebooting the iesu, but the error remains. Technical service engineer (tse) recommended leaving the iesu on for a little bit to warm up and then trying to reboot it. The customer did not use the system as they used other davinci systems. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found m-02 errors logged between 10/13/2025 and 11/3/2025 with initial observed occurrence on 10/13/2025. Additional errors logged in artemis include: 3-71, 1-71, 2-71, c-82, m-b1, 4-07. The unit was tested on a system and presented m-02-3/m-02 error on startup with additional m-02, c-00, m-b0, m-b1, c-84 errors in iesu logs. Upon visual inspection, unit found to have very small scratches in heatsink finish. The complaint was confirmed based on failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.